Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-02056 / 02058).

Event description:
It was reported that patient underwent initial right total knee arthroplasty on (B)(6) 1992. Subsequently, patient was revised on (B)(6) 2015 due to loosening of the tibial tray, femoral component and patella. All components were removed and replaced.